Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter phone: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed that another complaint was found as part of this production order number; however, the investigation found no product malfunction or deficiency. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during operation, the surgeon inserted an intraocular lens (iol) with an emerald cartridge. The lens was cut and removed because the iol was inserted in the reverse position. When the lens was in the eye, also cosmetic issue on the optical part of the lens was noticed. The doctor indicated that there may have been a problem with the setting/loading of the lens in the cartridge. A non-johnson and johnson lens was used a the replacement. Reportedly when the doctor used the iol cutter to cut the lens, the area around the incision where the lens was inserted was damaged; however, no suture or incision enlargement was reported. There was no health hazard with the patient reported. It was noted that the lens was discarded. No further information was provided.